Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units battery is not taking a charge. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse found that the unit was plugged into the ac outlet. Both batteries displayed all leds. The monitor displayed both batteries as full. The fse set the unit to pump on battery for one hour. The fse completed a preventive maintenance (pm). The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer.

Event description:
N/a.